Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.

Manufacturer narrative:
The device was not returned to germany for investigation. However, support was provided by a maquet technician via msupport where he sent a list of queries to the customer for clarification. However, no response was provided, even after several attempts. No other complaints (with the same reported issue) were found for this device. No significant manufacturing issue was identified. A risk analysis verification was also performed and the review found that the reported incident and any associated mitigation have been identified and captured in the risk management document for this device. Taking into consideration the aforementioned points, it is evident that the reported issue should not have been made reportable initially. Even when taking into consideration the rationale used during the re-assessment (i.e. "The error message led to a heating/cooling malfunction and a pump stop"), it still does not justify the reported issue being made reportable. The reported issue occurred during start-up which clearly indicates that the issue was identified before the device being used on a patient. No significant risk has been identified for the patient. This follow-up report will also serve as a final report to correct the previously incorrectly reported issue and clarify it as a non-reportable issue.

Event description:
(B)(4).

Event description:
Description from the customer: "the hcu40 showed error message: "mains voltage too low", and we checked the voltage from the source it is normal 226 volt." (B)(4). (B)(6).